Event description:
Hemodynamic cardiac monitor used on pt during MRI scan lasting more than 60 mins. Cardiac monitor electrodes removed upon completion of MRI scan. A dime sized second degree burn mark was noted at the site of one of the electrodes, upon removal. Pt did not complain of pain or discomfort during MRI scan.